Event description:
Mast biosurgery surgiwrap was used, transvaginally, after a tah in (B)(6) 2006. Six weeks later, the surgiwrap failed, leading to a total vaginal cuff dehiscence with bowel protruding into vagina. Emergency surgery was performed, (B)(6) 2006, with a later total abdominal reconstruction and further vaginal cuff reconstruction in (B)(6) 2007.